Event description:
Dexcom was made aware on 04/25/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. It was reported that the patient experienced a skin reaction with itching, redness, inflammation, and infection extended beyond the patch perimeter which occurred an unspecified number of days after the sensor had been inserted in the arm. A photo of the skin reaction in the complaint record was reviewed. The skin reaction was confirmed, consistent of a skin reaction with slight erythema extending beyond the parch perimeter, marked with ink. A small abrasion is present. The patient was evaluated by a healthcare provider on (B)(6) 2023 and prescribed keflex (cefalexin) 500mg by mouth 4x a day for 10 days. There was no documentation of examinations or laboratory test performed. At the time of the report, the patient was doing good. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).